Manufacturer narrative:
(B)(4). Batch # t5dh5j. Device analysis: the analysis results found that the cdh33a device arrived with no apparent damage. The breakaway washer was present and cut there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
After the device was positioned, it was impossible to fully squeeze the firing trigger. Surgeon did not hear audio feedback when cutting through the breakaway washer. After firing he wasn't able to remove the device from the patient because the knife didn't cut through the tissue. He managed to remove the device and he made another anastomosis with a competitor device. The surgeon saw that staples did come out, but the knife didn't cut the tissue. There were no patient consequences.